Manufacturer narrative:
(B)(4). Lot number unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility report# mw5071011. Only additional and/or corrected information will be contained in this report. It was reported during an initial transforaminal lumbar interbody fusion (tlif) with decompression at l3-l4 and l4-l5 on (B)(6) 2017, while inserting the polyetheretherketone (peek) transforaminal posterior atraumatic lumbar (t-pal) spacer at l3-l4, a 2 cm x 2 cm portion of the peek implant broke off. It was noted through an anterior/posterior, as well as a lateral x-ray that the t-pal implant had broken at the anterior portion and that the titanium markers of the cage appeared to be misaligned and not in the correct orientation. Surgeon was able to retrieve the fragment of the broken implant. The remainder of the cage remains implanted in the patient. Surgery was completed successfully with a delay of approximately 5 to 10 minutes. Concomitant devices reported: t-pal spacer applicator inner shaft (03.812.003, quantity 1). This report is for one (1) t-pal spacer 10 mm x 28 mm 8 mm height. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Returned to manufacturer. Customer quality completed an investigation of the returned fragment. The returned implant fragment was examined and the complaint condition was able to be confirmed. A peek fragment 3.11mm x 5.39mm x 3.22mm (ca802) was returned. A part and lot number could not be confirmed but the returned condition is consistent with the complaint description of a broken t-pal spacer that broke intraoperatively. A definitive root cause could not be determined but it is likely that off-angled insertion and impaction contributed to the complaint condition. A visual inspection, drawing review, risk assessment, and complaint history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. No new malfunctions were identified during the investigation. The t-pal spacer applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. A DHR could not be performed as the lot number was not provided and not be identified. Tabulated product drawing for all t-pal peek implants was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A definitive root cause could not be determined but it is likely that off-angled insertion and impaction contributed to the complaint condition. The t-pal spacer system design and clinical risk management (dcrm) shows the complaint is adequately addressed by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.